Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by medical facility.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and replaced for upgrade purposes. The patient was doing well postoperatively. No device malfunction was suspected.